Manufacturer narrative:
(B)(4). A companion sample was submitted for evaluation. A visual inpsection and pressure test at 8psi was performed on the returned sample with no abnormality observed. Therefore, the reported condition was not confirmed and the cause of this condition has not been identified.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) of an catheter extension set in which blood leaked during patient-use. No additional information is available.